Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the events as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. No blood glucose levels were reported. Troubleshooting was performed, and it was found that the customer had cleared the settings by resetting the insulin pump. A fixed prime test was performed and the insulin pump passed the test. No further information was provided.